Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was instructed to call back if the malfunction code recurred. The customer acknowledged and understood the instructions and was advised that they could continue to use the pump.